Event description:
It was reported that during a surgical procedure at 3606 joules of usage a "foot pedal error due to cut in foot pedal cable" was observed. The procedure was completed with an alternate procedure "bi-polar turp". The "patient had a successful bladder outlet procedure albeit through turp". No injury to the patient was reported.

Manufacturer narrative:
The replaced foot pedal was not returned to manufacturer.